Event description:
Legal counsel for patient reported patient underwent a total right hip arthroplasty on (B)(6) 2004 and a total left hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported patient allegations of pain and elevated metal ion levels. There have been no reported revision procedures. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in patient¿s revision medical records noted a left hip revision was performed on (B)(6) 2007 due to dislocations and the presence of fluid. The modular head was removed and replaced. Medical records further noted a second left hip revision was performed on (B)(6) 2011 due to dislocations and the presence of a pseudotumor with fluid collection, soft-tissue necrosis, effusion of the hip, clotty brown fluid, corrosion at the trunnion and cystic defects in the posterior wall. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿material sensitivity reactions.¿ this report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 5 of 6 mdrs filed for the same event (reference 1825034-2013-03432/-03433/-03434 & 2014-00616/-00617/-00618).

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.